Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap disconnected from a peritoneal dialysis (pd) transfer set which resulted in peritonitis. Two days after the minicap disconnection, it was observed that the patient¿s effluent was cloudy. It was not reported if the patient was hospitalized or treated for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. There was no allegation against the transfer set. No additional information is available.